Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. -device is used for treatment. -a definitive root cause cannot be determined. -the event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported the surgeon was using the pulse lavage and the nozzle came detached. A specific date is not available. No harm or injury to the patient is indicated. No adverse events were reported as a result of this malfunction.